Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim;gastrointestinal/pelvic floor it was reported that not getting therapeutic benefit from their previous 2 ins that was implanted prior to this current ins implanted in 2025 (base on the records patient had to ins that were prior to their current one and it was not established in the call which previous ins they were referring to). Patient stated that the ins was not working and that they had to use more diapers than a new born baby or a toddler. Pt also mention that when they stand up, the water would just come out and they couldn't hold more than 4 ounces. Patient stated that they do not get a signal or urgency to go to the bathroom. Pt confirmed that after getting the new ins in (B)(6) 2025, symptoms have improved compared to what they were experiencing with the previous implant.